Manufacturer narrative:
(B)(4). Upon initiating the physical investigation two (2) 25mm, 15ga representative needle sets, product code 9001 were received in unopened, sealed packages. Original sample in question was not returned. The actual complaint sample was never returned to teleflex for investigation purposes. Simulation exercises with new product codes could not render the same outcome as what was reported in the complaint. No corrective/preventative actions will be assigned. The actual complaint sample was never returned to teleflex for investigation purposes. Simulation exercises with new product codes could not render the same outcome as what was reported in the complaint. No further action required.

Event description:
It was not possible to separate the needle tip and the stabilizer. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was not possible to separate the needle tip and the stabilizer. There was no patient injury.